Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative stated that the software version was 2.0.3283. The patient felt a bit-tired post anesthesia care unit (pacu) after surgery which likely was due to anesthesia/procedure as medication dose and rate was corrected within the hour. The physician stated that this is typical of any patient post-procedure.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810, product type software section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl (200 mcg/ml at 38 mcg/day) via an implantable pump for spinal pump indication use. It was reported that  at pump replacement, the drug concentration was incorrectly entered as 38 mcg/ml instead of 200 mcg/ml and programmed to deliver 38 mcg/day. The company representative (rep) stated that the pump ran for a little over an hour before they were able to correct the error. The patient was "a little tired" but there were no other symptoms reported. The agent reviewed steps to update the programming to the correct drug information. The troubleshooting steps that were taken on the call resolved the issue.